Event description:
It was reported that a malfunction code occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed about the necessity to replace the pump and was provided with a replacement pump to ensure continuous insulin delivery.